Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient reports while they were at a party where they had consumed soda, candy, and cupcakes. The patient reports their last bolus was around 2:30pm of 20 units of insulin. The patient reports feeling shaky as well as sweating and loss of consciousness. Upon arrival of the paramedics the patients blood glucose level was checked. The patient was treated with intravenous glucose. Once at the hospital the patient had drank apple juice. The patient was at the hospital for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.